Manufacturer narrative:
Medwatch # 1526350-2011-00029, was filed as a result of similar issue with same doctor on a separate occasion. The device was not returned for investigation for the previous incident reported under medwatch # 1526350-2011-00029. The device was returned to the manufacturer for repair. The service records indicate that the device has not been in for service since 2008. The inspection found that the device was rec'd with the comb damaged. Both cutters received with the device produced an unacceptable mesh. The cause of the reported complaint was a worn cutter, and a device with other worn parts. The worn parts were due to a lack of preventative maintenance. The skin graft mesher IFU states: "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
During clinical f/u on (B)(6) 2011 on a previously submitted incident (medwatch # 1526350-2011-00025) with the same surgeon and the same device/sn#. The surgeon stated that the zimmer skin graft mesher "shredded the graft approx 2 weeks prior, but not quite as bad."